Event description:
Event description cpi received information that the patinet was found dead outside of home. Interrogation of the implantable cardioverter defibrillator (ICD) noted an episode (episode 250) that occurred near the time of the patient's death, during which the ICD declares eight events and delivers atp and shock therapy. Electrograms are flatline and no pacing therapy is being delivered. An open lead message is noted on episode 254.